Event description:
It was reported that a pt being anesthetized on a nm6000 was unable to be properly ventilated. The doctor was anesthetizing a large pt (400lb) with a tracheotomy in volume mode. Suddently, no tidal volume was reaching the pt and alarms occurred. Doctor replaced trach tube and did other things to check the airway and still no ventilation. Bag would not fill with high flows applied. Switched to ambu bag and brought in a second nm6000 and continued case. No patient injury.